Event description:
The pt presented with an acute aortic transection. In 2005, the physician successfully implanted two gore tag thoracic endoprosthesis without incident. In the 2006 follow up visit, an invaginationof the proximal device was detected. The pt was asymptomatic. The treatment of the invaginated device is unk at this time.